Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient ID and weight was unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. This was a therapeutic coronary procedure wherein the manufacturer's device was used for diagnostic purposes. Additional information obtained indicated there were no known consequences to the patient. Patient was discharged as expected. Implant and explant dates: the implant or explant dates are not applicable to this device. A pre-decontamination visual and microscopic inspection was performed on the returned device. A portion of the distal tip was missing. There was stretching at the distal shaft separation site. The probable cause of the tip separation is damage in use as evidenced by the stretching observed at the separation site. Per the user, the tip separation damage occurred due to the manipulative procedure to the device. Device manipulation, impact and applied pressure associated with use can affect the integrity of the device. We could not conclusively determine when the cause of the failure occurred. The instructions for use (IFU) "precautions for before use" indicate to maintain optimal patient safety, inspect the product prior to use. Do not use if saline leaks from any location other than the vent port located at the guide wire exit in the monorail section; and that guide wires that supply more stiffness near the distal tips are recommended. "Precautions for use" indicate to exercise care when advancing the catheter distal to a deployed stent. The short monorail segment can result in exposure of the guide wire to the stent struts. Care should be taken when advancing or re-advancing a guide wire or catheter through a deployed stent. A guide wire may exit between stent struts when crossing or re-crossing a stent that is not fully apposed to the vessel wall. When advancing or re-advancing the catheter over a guide wire and through a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire and/or catheter may become entangled in the stent between the junction of the catheter and guide wire or within one or more stent struts. This may result in entrapment of the catheter/guide wire, catheter tip separation, and/or stent dislocation. Never use force to advance the catheter. Use caution when removing the catheter over the guide wire from a stented vessel to minimize patient risk. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the catheter was used for pci. After pre-ivus, inside the body, when the catheter was pulled back into the gc [guide catheter], the tip of the gc slipped from the coronary ostium. When the gw and the catheter were removed together from the body, the user found that the yellow tip of the catheter was missing. The missing tip was remained in the internal iliac artery by angiography. The user decided not to remove the remained tip because the user estimated that the remaining position would not be a serious problem any further. Another same product was used, then a stent was placed in the lesion and the procedure was completed. No known consequences or impact to patient. Patient condition at time of report was "stable." No additional medical or surgical intervention was performed. Vessel: rca. This event is being reported because the patient experienced an adverse event. By report, a piece of the device remains in the patient.